Event description:
Facility alleges headers cracked during dialysis, causing blood leak. Rn reports circuit discaarded. Ebl 7100cc. Ist use. Aterial end.dialysis resumed with new dialyzer. No further medical intervention required.